Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, deformation, yellow particles in the shell, crease fold and was observed after autoclave: cloudy color and voids. A microscopic analysis was performed which identified: non- penetrating nick on the posterior and partial delamination of the orientation dot (adhesive failure). Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). Non-penetrating nick on the posterior. Partial delamination of the orientation dot (adhesive failure). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture and ¿small peri-prosthetic effusion.¿ device has been explanted.